Event description:
When doctor went to put tibial tracker for a total knee replacement surgery, the pin broke as it was being drilled into the tibia. The pin broke at the base of the threaded area inside the patient's tibia. After completing the surgery, doctor had us bring in a c-arm, and he was able to get the threaded portion of the pin out of the patient's tibia. We then adjust removal of the broken tibial navigation pin. Intraoperative fluoroscopy was performed to identify the pin and see it in its position. An incision was made over the pin insertion portion on the medial cortex of the tibia. Dissection was carried down the pinholes identified. The pin could be seen within the hole in the tibia. A trap fine bur was then utilized to create a hole in the tibia allowing room for instruments to work the pin free circumferentially. A needle driver was then utilized to grasp the pin and the pin was removed. On the far cortex from inside the canal, we are able to identify the tip of the pin. This was very well stuck into the far cortex and with this being a small piece we decided to leave it rather than violate the far cortex as well. This wound was copiously irrigated. Dbx bone putty and cancellous bone chips were then mixed and packed into the cortical defect. 2-0 vicryl suture was utilized to close the periosteum and deep fascia. 2-0 vicryl sutures were placed in the subcutaneous tissue.